Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market 206 units of this code batch. There are no units in stock. Received an open cassette with the date of cassette's opening written: 15/08/2017. The cassette is within the 4 months after opening and prior to expiration date. Tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Knot pull tensile strength results before releasing the product were 2.32 kgf in average and 2.25 kgf in minimum and fulfilled the OEM requirements. Final conclusion: although the results of the sample received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: united kingdom northlands vets have a monoplus c cassette that they report the thread is breaking. They have been using this product for a while and not had any issues until this one cassette.